Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer reported that the insulin pump was fine. She stated that all day she had had high blood glucose readings of 600 mg/dl. She treated with manual injections. Troubleshooting could not be completed due to lack of tubing clamps, which she was advised would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.